Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident, cervical fracture, resultant paraplegia and spinal cord surgery. Approximately nine years and eight months post filter deployment, a computed tomography angiography (cta) revealed that one leg of the inferior vena cava filter embedded in a vertebral body and another in the wall of the aorta. The device was removed percutaneously. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week and three days later abdomen view showed that an inferior vena cava filter was seen. Subsequently three months later, x-ray revealed the indwelling filter. Approximately nine years and five months later, the patient presented with back pain. On the same day, a computed tomography angiography (cta) demonstrated that 1 leg of the patient¿s inferior vena cava filter appeared to be embedded in a vertebral body and another in the wall of the aorta. On the same day, an attempt was made to retrieve the filter from the patient¿s body. An angled 5 french 100 cm glide catheter was now used to direct an 035 bentson wire into the inferior vena cava and through the inferior vena cava filter. A cone retrieval device was now loaded into the 10 french sheath over an 035 bentson wire and deployed over the filter. Using intravenous ultrasound (ivus), the vena cava was found to be widely patent, and the physicians were able to identify the filter leg which protruded into the aorta. The filter was captured with the cone retrieval device, and the sheath was advanced over the filter until the legs collapsed away from the inferior vena cava wall. Intravenous ultrasound (ivus) demonstrated no apparent injury to the vena cava or aorta and no evidence of a retained filter leg. The filter was then brought into the sheath and removed from the patient. Examination of the filter demonstrated it to be completely intact. All catheters were now removed from the patient's right internal jugular vein and right common femoral vein. Once done, the wound was cleaned and dried and a gauze dressing applied. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with motor vehicle accident, cervical fracture, resultant paraplegia and spinal cord surgery. Approximately nine years and eight months post filter deployment, a computed tomography angiography (cta) revealed that one leg of the inferior vena cava filter embedded in a vertebral body and another in the wall of the aorta. The device was removed percutaneously. The patient reportedly experienced back pain; however, the current status of the patient is unknown.